Event description:
It was reported that the device was explanted due to erosion. Infection was confirmed via biological analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.